Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, and underwent skin revision and abutment removal due to non-use of the device.

Manufacturer narrative:
This report is submitted on june 20, 2022.